Manufacturer narrative:
The reported event involved a cobas e411 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hbsag confirmatory assay performed within specifications, as calibration and quality control data were reviewed and found to be within expected ranges. The invalid results may have been influenced by unspecific antibodies or interfering substances in the patient samples. It was noted that dilution with the control reagent, a negative matrix, resulted in values decreasing to a negative hbsag result, which rendered the confirmatory assay invalid. No known restrictions or issues related to the use of the confirmatory test in young patients with congenital cardiac diseases were identified. A definitive root cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter alleged invalid results for two patient samples tested with the hbsag confirmatory test elecsys on the cobas e411 rack cu analyzer. No additional confirmatory testing results or further details regarding the samples were provided.